Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report there were air bubbles in the insulin cartridge and that the patient obtained elevated blood glucose readings. On (B)(6) 2012 at 8:00 am, the patient obtained the reading of 233 mg/dl. The infusion set and site were changed and the patient was given a bolus of 5.15 units insulin via the pump. At 10:30 am, the patient's blood glucose reading was 567 mg/dl; he experienced no symptoms of high or low blood glucose levels. The patient was given a bolus dose of insulin, and his subsequent readings afterwards were 586 mg/dl and 507 mg/dl. Troubleshooting revealed the patient's mother's technique was incorrect by filling the cartridge with refrigerated insulin, and not allowing the insulin to warm to room temperature before use in the pump. The manufacturer recommends allowing the insulin to warm to room temperature to avoid air bubble formation in the cartridge and infusion set tubing. Air bubbles may have contributed to under-infusion of insulin. The patient did not seek any medical attention. The patient's testing was incorrect by using refrigerated insulin and allowing air bubbles to form in the cartridge. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.